Event description:
A pump malfunction was reported, and the customer was unable to connect with their g7 sensor. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer reset the pump with guidance from technical support and was instructed to continue using the pump while a replacement g7 sensor was arranged. The malfunction code did not recur after the reset, and the customer was advised to contact support if further issues arose.